Manufacturer narrative:
(B)(4) date sent: 4/11/2025. Additional information was requested, and the following was obtained: please confirm the event/procedure date? Event date: 4 feburary 2025, /procedure date: (B)(6) 2025. 2. Could you please clarify the type of damage identified? A part of the device fell off when the device was used on gastric body at the 1st firing and the jaws were opened. A part of the device was removed from the patient¿ body. 3. Was the plastic portion of the cartridge damaged? Unk. 4. Was the metal cartridge pan separated from the plastic portion of the cartridge? Unk. 5. What part broke (firing knob, handle, jaws, etc.)? Unk.

Manufacturer narrative:
(B)(4) date sent 3/4/2025 d4 batch #116d46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing missing, the left bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 116d46, and no non-conformances were identified. Additional event information there is a high possibility that the bearing fell off, but it was confirmed that there was no internal dislodgement, as this occurred during laparotomy. Additional information was requested, and the following was obtained: please confirm the event/procedure date? Could you please clarify the type of damage identified? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? What part broke (firing knob, handle, jaws, etc.)? The part that fell off have not been returned, but doctors have confirmed that there are no remains the part inside the body. There may be scratches on the inside of the white plastic body of the device. (Ntlc75).

Event description:
It was that during a pancreaticoduodenectomy, a part of the device fell off when the device was used on gastric body at the 1st firing and the jaws were opened. A part of the device was removed from the patient¿ body. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.